Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported air/water supply (nozzle clogging) issue was confirmed and found to be the result of a white foreign matter, likely polypropylene. The detected polypropylene is widely used in general plastic products and the origin could not be identified. In addition, there is no use of polypropylene in the scope's exterior or inside the pipeline therefore, not derived from the scope. The root cause of the foreign matter remaining in the device could not be could not be determined, however, it is possible that foreign matter (fragments) were generated by deterioration/damage of some of the peripheral medical devices used in combination with the endoscope main body and leading to clogging. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer: the device was not used during the procedure.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation is in progress. The customer reported that the scope was pre-cleaned with detergent and then was run through an espal washer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the loaner evis lucera gastrointestinal videoscope had reduced air/water supply due to a clogged nozzle. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer.

Event description:
The issue was found upon receipt.